Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump. They were also instructed to call back if the malfunction recurred, and the customer acknowledged understanding of these instructions.